Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The customer returned the lens implant card for a cc4204a collamer single piece lens, +24.0 diopter, and reported the lens did not deploy properly and was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted